Event description:
I had essure implanted (B)(6) 2011 and about one year after them being implanted I started having severe side effects. I suffered from extreme pain while I was ovulating each month. I had trouble with everyday task. The ovulating pain would last for about a week sometimes longer. Then I would be uncomfortable and extremely bloated only to then have extreme pain again the week before my period. The extreme pain I was having would be about 3 weeks out of the month. I was always bloated and uncomfortable. The pain that I dealt with on a regular basis left me feeling depressed and irritable all the time. I also gained 30 pounds since having the essure implanted. After having dealt with the pain for so long I went back to my implanting doctor he did not think my side effects were caused by essure. He did order a MRI to see what was going on. The test showed the essure were still correctly in place but he felt if I though it was the essure causing all my pain then they should be removed. Although he implanted them he does not perform removals. He did refer me to a doctor that does remove the essure devices. I had my tubes removed with the essure devices in them on (B)(6) 2014. The surgery went well but the first menstrual cycle after having them removed I had heavy bleeding. I believed that I had to give my body time to heal after the surgery. To date I still have extremely heavy cycles. I pass blood clots throughout my cycle. I also have developed ovarian cysts since my essure removal. I am about to have an endometrial ablation to see if I get any relief of my heavy menstrual cycles. I am also dealing with anemia. I have had so many female issues since having the essure implanted and even after having them removed I am still suffering the side effects that they have caused my body.